Manufacturer narrative:
Based upon the clinical assessment, the reported type ii endoleak could not be confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, the root cause of a type ii endoleak is typically related to patient anatomy and is not device related. In this case, there is no confirming data and the investigation is inconclusive. The only factor identified was the patient use of antiplatelet therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated device and a vela suprarenal aortic extension. Reportedly, the patient was admitted to the hospital on (B)(6) 2015 and angiogram revealed an endoleak type ii. The physician elected to treat the patient with a palmaz at the proximal neck and the issue was resolved. No other complications were reported with the patient as a result of the event.